Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: pr 722573. H3: product analysis of product: a24000000, lot: 21j0466 visual and functional inspection confirmed the handle of the inserter is loose. The instrument appears to be worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3-4 transforam inal lumbar interbody fusion (tlif) for an indication of spinal stenosis. It was reported that after the interbody cage was placed in its final position, the surgeon attempted to rotate the cage/interbody, but the red part of the handle rotated instead of the cage/interbody. No patient complications have been reported as a result of this event.